Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose ranged from "low" to "high." Customer consumed carbohydrates to address the low bg and did not provide what was done to address the elevated bg. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.